Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue which is due to separation problem, problems caused by the cut, tear, or fracture of a component, object, or material into two or more pieces including shear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid endoscope telescope had the guide pin broken off. The issue was found during a therapeutic aquablation procedure that was completed with the same device. There were no reports of patient harm.